Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the cassette and reused the solution bags. This complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem .the root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center to report a check lines and bags alarm which occurred on home choice (hc) during use during prime. The hp stated that he tried to troubleshoot hc, but could not clear the alarm. The hp stated that he power cycled the hc and replaced cassette with a new one but did not replace the bags. The baxter technical service representative (tsr) instructed the hp to start over with all new supplies. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.